Manufacturer narrative:
This is the same event as 3010536692-2015-01280 and 01477. The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly the metal liner was either never seated or it somehow came loose and rotated. The liner slipped out of the shell when it was exposed. There was a lot of black tissue discovered.